Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the open position and the basket formation in the open position. The mlla (male luer lock adapter) was unscrewed from the handle. The support and basket sheaths were still adhered. It was found that 1 cm of the cannulated handle protrudes from the collet. The cannulated handle was bent at the distal end of the handle slide. Glue was visible on the basket sheath at 2 cm from the distal tip and continuing to 7 cm from the distal tip. Functional testing noted that the basket formation could not be manually actuated. It was found that the cannulated handle separated when attempting to actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed. The cannulated handle was found to be bent inside the handle, this was likely the cause for the failure of the basket to close. It was also found that the handle was partially disassembled, with the mlla [male luer lock adapter] unscrewed. It was likely unscrewed by the user after the basket failed to close. There was a 1cm length of the cannulated handle protruding past the proximal end of the handle. It was likely the user also unscrewed the black collet knob after the failure of the device to close, allowing the cannulated handle to move proximally and extend out of the proximal end of the handle. The cause for cannulated handle becoming bent and preventing the device from closing could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a rigid ureterolithotripsy-double j implant using a nforce nitinol helical stone extractor, "the handle didn't work". The procedure was completed with another extractor. There were no adverse effects to the patient. The patient did not require any additional procedures as a result of this occurrence.